Event description:
A low reading issue was reported with the adc device. The customer obtained unspecified low scans and self-treated with sugar based on scan. Throughout the day, the customer began to feel unwell and experienced a loss of consciousness. Upon regaining consciousness, customer obtained a capillary result of 450 mg/dl (meter unspecified) and self-treated with 38 ui rapid insulin. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.